Event description:
It was reported that insyte autog bc needle did not retract.verbatim:customer shared that there were multiple iagbc ivs that did not retract the needle properly for specific lots.ed reports 4 instances of 18/20g x 1.16 (1.3 x 30mm) insyte autogaurd bc auto-ocluding IV not retracting all the way. Leader has pulled the product out of safety concerns. Escalating for your awareness and review.

Manufacturer narrative:
G.4. K201075; k251654.h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.e1. Address information was not provided; therefore, (B)(6) was used as the state.